Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2005. The patient underwent a vaginal hysterectomy and anterior and posterior repair in 2009. The patient experienced a postoperative hematoma on an unknown date. Capuosurgery and lysis of adhesions was also noted. The mesh was explanted (B)(6) 2012. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.